Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end user his seat frame is cracked on both sides end user was sitting in chair watching tv and the parts cracked he was embarassed but not hurt.